Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for interstim-other. Consumer reported their device was implanted in 2010 and it had to be replaced because the battery died. Their battery was replaced in (B)(6) 2014 and they stated it died approximately 2 years before the battery was replaced. Consumer reported they were told their battery would last for 10 years and at their setting on 2.7v it should have lasted longer than if they had it higher.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight updated.